Manufacturer narrative:
The complaint of no flow could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
E1 - initial reporter phone has an extension number of (B)(6). The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event was reported to involve an unspecified primary tubing and/or an unspecified spinning spiros which caused proximal occlusion alarms on an unknown date. It is not known if there was patient involvement. There was no report of patient harm. No additional information was provided.